Event description:
It was reported, the expected residual volume (erv) was 7ml and the actual residual volume (arv) was 37ml. It was reported, there was a revision performed where they checked the spinal catheter and disconnected it from the proximal end. It was stated that csf flowed. It was noted, a single bolus was programmed to see if the proximal catheter was ¿continuous,¿ but it was not. It was stated, a catheter access port (cap) test was done, but the physician was no able to aspirate or inject fluid. It was noted, there was less than 50% therapy relief. The patient status was noted as alive with no injury. The pump was used to deliver sufentanil. Patient outcome not provided.

Manufacturer narrative:
Product ID neu_unknown_cath, lot# unknown; product type catheter. (B)(4).